Event description:
It was reported that during a hemorrhoidpexy procedure, after firing the device, the staple formation doesn't complete and tough to remove the device from the anal. After that, one third of the area was partially stapled. Bleeding occurred and the surgeon faced a lot of problems to manage it. Unknown how case was completed. There were no adverse consequences for the patient. Additional information has been requested but to date, no more information has been received. If more information is obtained, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Breakaway washer indented. The device arrived in good visual condition without staples present and with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A review of the intra operative photographs provided via magnification of the anvil area, it appears as if the breakaway washer was not been completely cut through. To ensure proper staple formation the user must make sure tissue is as evenly distributed, wait 30 seconds before firing and must make a complete firing stroke. The firing trigger must touch the device body to be a complete firing stroke. It is imperative that this full firing stroke be achieved in one smooth continuous motion and do not multi fire. A potential cause of this event based on a review of the photographs, is there was a tissue imbalance coupled with an incomplete firing stroke.